Event description:
It was reported by the customer that the pyxis medstation es system experienced tower door failure, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system experienced a tower door failure due to a faulty latch. A field service engineer applied conductive grease to all the latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.